Manufacturer narrative:
Boston scientific's technical service consultant advised programming the right ventricular sensing rate to 5mv rather than 2.5mv. The system remains implanted. If further information becomes available this report will be reopened.

Manufacturer narrative:
This device was explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable pulse generator experienced a single episode of atrial tachycardia response due to noise on both channels. The patient became dizzy as therapy was inhibited for greater than two seconds.